Event description:
Event was reported to caldera medical by an attorney. The patient has suffered pain, difficulty urinating, pain with sex, and inability to hold urine. No further information has been provided.